Event description:
It was reported that the patient underwent a fusion procedure from l5 to s1 using rhbmp-2/acs on (B)(6) 2009. Patient's post-operative period has been marked by increasingly severe low back pain and weakness, with radiation into her lower extremities. It was reported that an MRI scan performed on (B)(6) 2009 revealed abnormal fluid signal and a neurocompressive lesion at the implant site. It was reported that the patient continues to experience severe and unrelenting low back pain that radiates into her lower extremities. Patient has difficulty sleeping, and is unable to sit, stand or walk for extended periods.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: patient was presented with following diagnosis: l5-s1 degenerative disk disease, lateral recess stenosis, and discogenic low back pain. Patient underwent following procedure. L5-s1 minimally invasive transforaminal lumbar interbody instrument posterior spinal fusion. L5- s1 complete left sided facetectomy and decompressive hemilaminectomy. L5-s1 radical discectomy. Autologous bone marrow aspiration. Pedicle screw fixation. Bilateral l5-s1 posterolateral arthrodesis using bmp-2 allograft, allograft mixed with autologous bone marrow aspirate, and morselized locally harvested autograft. Per op-notes: ¿.. A 14 x 26 mm trial lumbar interbody spacerwas then tamped into the l5-s1 inter-space, and this was deemed to be correct size. The trial spacer was then removed. Bmp-2 allograft was then mixed per protocol. A 14x 26 mm peek lumbar interbody spacer was then packed using bmp-2 allograft, morcelized autograft, and this was then tamped into the disk space to an appropriate depth. This was visualized on intraoperativ e lateral fluoroscopy. Gelfoam was then packed into the epidural space to maintain hemostasis. No patient complications were reported. ¿ patient also underwent fluoroscopy. Clinical indication: low back pain. Patient also underwent x-ray of the lumbar spine. Findings: there were bilateral pedicle screws at the l5 and s1 levels. These were fixed with posterior metal rods. The alignment of the lumbar spine was normal from l3 through the sacrum. No evidence of a complication. On (B)(6) 2009: patient presented for a follow-up visit and was diagnosed with lumbago, degenerative disc disease. On (B)(6) 2009: patient presented with MRI of lumbar spine due to left lower extremity radiculopathy. Impressions: facet arthropathy results in mild bilateral lateral recess stenosis at l4-l5. Lateral disc herniation on the left with facet arthropathy results in a mild left lateral recess stenosis and a mild to moderate left neural foraminal stenosis. On (B)(6) 2009: patient underwent MRI of lumbar spine. Impressions: fluid signal material extends into the left lateral recess contiguously from the disc space adjacent to disc graft material. This resulted in moderate to severe left lateral recess stenosis. Facet arthropathy results in mild bilateral lateral recess stenosis at l4-l5. Lateral disc herniation on the left with facet arthropathy results in a mild left; lateral recess stenosis and a mild to moderate left neural foraminal stenosis. On (B)(6) 2010: patient presented with an office visit due to degenerative disc disease and arthritis. On (B)(6) 2012: patient presented for an office visit due to back pain. Assessment: lumbosacral spondylosis without myelopathy. Patient still has low back pain. On (B)(6) 2013: patient presented for an office visit due to back pain post spinal surgery, irritable bowel and diarrhea. Patient also underwent a physical exam which revealed decreased lower mobility. Spine is positive for posterior tenderness. Paravertebral muscle spasm. Patient is unable to flex or extend her back. On (B)(6) 2013: patient was diagnosed with low back pain due to a fall five years ago. On (B)(6) 2013: patient underwent a physical therapy. Assessment: patient tolerated the therapy well. Patient exhibits hypertonicity and palpation tenderness in b psoas, b preforms, b ql, and paraspinals. Patient is to continue current treatment plan. On (B)(6) 2013: patient underwent following pre-op diagnosis: low back pain. Patient underwent the following procedure: nerve root flush under fluoroscopy (left l5 and right s1). No patient complications were reported. Patient tolerated the procedure well. On (B)(6) 2013: patient underwent physical therapy due to back spasm and pain. On (B)(6) 2013: patient underwent a physical therapy due to low back pain and muscle spasm in midback. On (B)(6) 2013: patient underwent a physical therapy due to low back pain. Assessment: increased tenderness with palpation of b priformis. On (B)(6) 2013: patient diagnosed with low back pain. On (B)(6) 2013: patient underwent a physical therapy due to increased low back pain. On (B)(6) 2013: patient presented with pre-op diagnosis: sacroiliac joint dysfunction. Patient underwent following procedure: right sacroiliac joint injection under ultrasound guidance. No patient complications were reported. On (B)(6) 2013: patient was discharged from the hospital post surgery. On (B)(6) 2015: patient underwent an MRI lumbar spine without contrast due to lumbar radiculopathy, low back pain with radiating pain into the bilateral buttocks and left lower extremity. Impressions: moderate left and mild right lateral recess stenosis with mild left recess stenosis at l2-3, mild bilateral lateral recess stenosis at l4-l5.

Event description:
It was reported that on: (B)(6) 2009: patient presented for routine post operative visit. Patient reports mixed results since the time of surgery. Patient reports low back feels tiff and she has some fluctuating swelling in the soft tissues of the lower back since the time of surgery. Patient reports a "ton" of left lower extremity pain postoperatively, worse than it was preoperatively. This left leg pain is more diffuse and frequent. Patient appears to develop a flare up of left sided radiculitis postoperatively, likely secondary to intraoperative manipulation of the nerve roots and post operative inflammation. On (B)(6) 2009: patient presented for a follow-up visit a and was diagnosed with lumbago, degenerative disc disease. Patient reports having right lower extremity pain recently although most of her pain is on the left. On (B)(6) 2009: patient presented for office visit and diagnosed with low back pain. On (B)(6) 2009: patient was diagnosed with nonspecific (abnormal) findings radiological and other examination of abdominal area. Including retro-peritoneum. On (B)(6) 2009: patient presented for visit. On (B)(6) 2009: patient presented with MRI of lumbar spine due to left lower extremity radiculopathy. Impressions: fluid signal intensity material extends into the left lateral recess contiguously from the disc space adjacent to disc graft material. This results in a moderate to severe left lateral recess stenosis. Facet arthropathy results in mild bilateral lateral recess stenosis at l4-l5. Lateral disc herniation on the left with facet arthropathy results in a mild left lateral recess stenosis and a mild to moderate left neural foraminal stenosis. On (B)(6) 2009, (B)(6) 2010: patient called for refill request. Patient stated having some discomfort. On (B)(6) 2015: the patient underwent x-ray of hips with pelvis due to low back pain and bilateral hip pain. Impression: degenerative changes are present at the sacroiliac joints, left greater than right. The patient also underwent lumbar spine x-ray 2 view due to low back pain and hip pain. Impression: lumbar spine fusion has been performed at l5-s1. Hardware is intact. On (B)(6) 2015: the patient underwent x-ray of chest posterior anterior and lateral chest views due to chest pain. Impression: no acute disease in the chest.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: assessment: backache. On (B)(6) 2012: patient presented for office visit. Assessment: menopausal disorder, lumbosacral spondylosis without myelopathy, allergic rhinitis due to pollen, anxiety. On (B)(6) 2012: patient presented for office visit with irregular menses. On (B)(6) 2012: patient presented for office visit with irregular menstrual cycles. On (B)(6) 2012: patient underwent ultrasound of pelvis. Impression: nabothian cyst of cervix with questionable prominence of cervix. On (B)(6) 2013: patient presented for office visit with itching and burning. Assessment: screening veneral disease. Vaginal discharge. On (B)(6) 2013: assessment: status post rhbmp-2 bone graft. Diarrhea. On (B)(6) 2013: patient underwent MRI lumbar spine with and without contrast. Impression: at l1-l2 and l2-3, spinal canal and neural fo ramina are patent. At l2-3, mild facet and ligamentous hypertrophy. At l3-4, asymmetric disc bulge more prominent to left of midline. Narrowing lateral recess and neural foramen on left side. Patent right neural foramen. At l4-5, mild disc bulge, spinal canal and neural foramen are present. At l5-s1, screw and rod stabilization and interspace cage present. Slight narrowing from posterolateral osteophyte formation. On (B)(6) 2013: patient presented for office visit with chronic low back pain. Assessment: back pain, leukocytosis. On (B)(6) 2014: patient presented for office visit with anemia. Assessment: anxiety, obesity, lumbosacral spondylosis without myelopathy, leukocytosis and hyperparathyroidism. On (B)(6) 2015: patient presented for office visit. Assessment: depression. On (B)(6) 2015: patient presented for office visit. Review of systems revealed patient is positive for fatigue, numbness, diarrhea, headache, numbness in extremity and back pain. Assessment: irritable bowel syndrome with diarrhea. Anxiety disorder. Spondylosis without myelopathy or radiculopathy lumbosacral region. On (B)(6) 2015: patient underwent MRI lumbar spine without contrast. Diagnosis: lumbosacral spondylosis without myelopathy. Post laminectomy syndrome.

Event description:
It was reported that on (B)(6) 2009: the patient underwent MRI of lumbar spine due to indication of low back pain with radiating pain into the bilateral buttocks and left lower extremity. Impression: moderate left and moderate right lateral recess stenosis with mild left foraminal stenosis at l3-l4. Mild bilateral recess stenosis at l2-l3. Mild bilateral lateral recess stenosis at l4-l5. On (B)(6) 2016: the patient underwent complete ultrasound of abdomen due to abdominal pain. Impression: unremarkable abdominal ultrasound. The patient also underwent ultrasound of pelvis due to pelvic pain. Impression: coarse calcifications left ovary suspected. Otherwise unremarkable pelvic ultrasound.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.